Event description:
The user facility (a veterinary clinic) reported that an i.v. Catheter became detached from the luer hub during removal. The catheter had been inserted into a dog without difficulty in the morning prior to surgery, and then, left in place for approx 5 hours without any difficulty. Upon removal, the catheter tubing was observed to be detached from the hub. Reportedly, attempts to locate the missing portion of the catheter were unsuccessful. Add'l event specific info was not available.

Manufacturer narrative:
Visual examination confirmed that the catheter tubing had detached from the hub assembly. Retention samples were examined and tested for catheter tubing retention force. All samples tested were confirmed to be properly assembled and met the performance specifications for catheter tubing retention force. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the fact that the catheter had been used for several hours without any difficulty minimizes the potential that the incident was related to a pre-existing device defect. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.